Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the device was not returned, a definitive root cause could not be determined. However, it is likely that the phenomenon may have occurred due to human error. The following is included in the instructions for use (IFU) and may have helped prevent the event: "disinfectant solution is only effective when used according to the disinfectant manufacturer¿s instructions. Follow the manufacturer¿s instructions regarding activation (if required), concentration, temperature, contact time and use life required to achieve disinfection." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer asked if the scope could still be used. It was explained that olympus highly advises against using the scope in a patient as it is unknown if the cidex opa had caused any chemical damage. The customer was advised to either call the cidex opa manufacturer for clearance for use or to send the device into olympus for evaluation. The customer will contact the local representative for assistance. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer contacted the olympus technical assistance center (tac), to report the rhino-laryngo videoscope was accidentally left soaking in cidex opa overnight. There were no reports of patient harm associated with this event.